Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a discrepant axsym total bhcg result on a patient specimen. In 2008, the specimen tested axsym total bhcg = 0.00 miu/ml. In the same month, the same specimen tested axsym totoal bhcg = 31.71 miu/ml. The account requested service for the axsym analyzer. Service replaced needles and tubing. Service performed decontamination of the tubings and calibration. The account indicated that no suspect axsym total bhcg results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Evalutaion: assessment was performed based on historical manufacturing and testing data. A thorough assessment was performed based on historical manufacturing and testing data available on axsym total b-hcg reagent lot 61911jn00. In order to protect the patient management of abbott's customers, final product release specifications are developed, to which every lot manufactured must meet prior to its release for sale. A review of the final release testing data demonstrates that the reagent lot in question passed all the required specifications during manufacture and did not reveal any events or issue that could impact the performance of axsym total b-hcg reagent kit lot number 61911jn00. Abbott internal data demonstrates that no product deficiency was identified for axsym total b-hcg reagent kit, lot number 61911jn00. This investigation did not identify any issue with the performance of any of the axsym total b-hcg reagent lots under test. Moreover, the performance of the axsym total b-hcg reagent kit (lot 61911jn00) was determined to be comparable to all reagent lots manufactured to date. Based on this investigation and a review of the information available, the investigation team was unable to confirm the account's observation and conclude that the axsym total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is a final report.